Event description:
It was reported that the patient had telemetry issues. It was noted that there was a communication issue where multiple antenna locators (al) were performed and the patient received a power on reset (por). It was noted that the patient was recharging at the time of the report and that the patient had not used it for a few months. It was further noted that the patient used her patient programmer to clear the por. It was noted that the patient did not set the correct time. The device was turned down from 5.5 to 3, and then turned on and up. The patient reported that the stimulation felt great. The patient did not know when her next appointment was.

Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).